Event description:
This event was reported as leaflet "deterioration", "structural deterioration", extensive calcification and lost tissue. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed extensive calcification within each cusp which resulted in stenosis of the effective orifice area, multiple leaflet disruptions and incomplete coaptation. Host tissue overgrowth encroached onto each leaflet, contributing to stenosis of the valve. Sections of cuspal tissue were missing due to histological sectioning prior to receipt. X-ray analysis revealed calcification within the aortic wall and belly of each cusp. Stent distortion was also noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to extensive calcification. H6: 86=x-ray analysis.